Event description:
It was reported that the ilet sleep/wake button became unresponsive, requiring connection to a charger to wake the device, and the issue worsened over several days after first occurring months earlier; the device was replaced and the user was instructed on shutdown and that data would not transfer to the replacement. Symptoms included no clinical symptoms. Outcomes included no impact on the user¿s clinical status, no alarms reported, and continuity of cgm use with a compatible receiver or app. Investigation included collection of user video evidence, troubleshooting, and education, with replacement of the device. Investigation of this device confirmed and revealed a hardware malfunction of the sleep/wake control consistent with a device user interface or switch component problem. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."